Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that the blood glucose kept going up even after they change the infusion set. The customer's blood glucose was 553 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injection. The customer mentioned that they received no delivery alarm in the past. The customer stated that the insulin did exit during manual prime. The insulin pump will not be returned for analysis.